Manufacturer narrative:
(B)(4).

Event description:
Dexcom study coordinator reported on behalf of trial patient on (B)(6) 2015 continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2015. Sensor was inserted on (B)(6) 2015. At the time of contact, no injury or medical intervention was reported.